Event description:
The customer stated that the multi-measurement server (mms) alarms for desat, but the tone does not stay on (the banner does stay on). The unit is turning off extreme tachycardia without acknowledgement. No pt harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.